Event description:
It was reported the patient was not able to adjust stimulation. The patient saw the ¿charge ins¿ screen starting last night. The patient last charged on saturday and stated that the battery shouldn¿t be depleted yet. The recharger (insr) showed the battery had a ¿sliver of charge.¿ refer to MFR report # 3004209178-2014-15355

Manufacturer narrative:
Concomitant medical products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient had concerns with their remote. The patient reported that the remote did not work. The patient still had concerns with their device or therapy but had not sought further help. If additional information is received, a follow up report will be submitted.